Event description:
A pt reported experincing inaccurate high results with a surestep meter. The pt's blood glucose results were 142 versus the labs 176 mg/dl. Tests were done 10 minutes apart. Pt did not experiece any adverse events. No further info has been reported.